Manufacturer narrative:
On the contrary to what initially reported in the initial report, the explant became available and was received on (B)(6) 2019. Visual inspection performed by r&d project manager: ha layer still intact on the proximal part of the stem. The visual inspection is in line with the revision motivation.

Manufacturer narrative:
Batch review performed on 12 april 2019: lot 115308: (B)(4) items manufactured and released on 09-mar-2012. Expiration date: 2017-01-31. No anomalies found related to the problem. To date, all the items of this lot have already been sold, without any other similar event reported. Clinical evaluation performed by medical affairs manager: partial hip revision surgery (stem and head) occurred 6.5 years after cementless total hip arthroplasty in a (B)(6) year old man. Radiographic image provided does not allow a proper clinical evaluation, and no other useful information is available. We cannot determine the cause for this adverse event.

Event description:
On (B)(6) 2019 we were informed about a revision performed on the next day, 6 years and 4 months after primary, due to stem loosening. Stem and ceramic head revised successfully.